Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator was unable to be interrogated with rf telemetry. No patient was involved. The device was not implanted.

Manufacturer narrative:
No conclusion code available; final analysis found an integrated circuit anomaly which resulted in re telemetry could not be re-established.